Event description:
Olympus received a medwatch report, which stated: "the patient is an (B)(6) female who was recently diagnosed with a pancreatic head mass, hyponatremia and jaundice. She was referred to digestive health svc for an endoscopic ultrasound and ercp on (B)(6)2010. The physician was attempting to place a stent to relieve the biliary tree obstruction when her esophagus was perforated. This occurred immediately after insertion and passage of a linear echo endoscope. There was found to be a tight stricture in the upper esophagus just distal to the perforation. The perforation was determined to be approximately 1cm in size and located at the upper esophageal sphincter anteriorly. They opted not to proceed with the surgical repair. A doghoff tube was placed and the pt was transferred to micu. Physician stated that the stricture could not be seen in advance with this type of scope due to the angle of the lens."

Manufacturer narrative:
Olympus followed up with the user facility to gather additional info regarding this report. Olympus was informed that the pt did not require surgical intervention, but was admitted to the hospital for a total of ten days. The perforation was said to have been allowed to heal on its own, and the pt had passed a swallow test after 8 days which confirmed the perforation had healed. The user facility indicated that the pt had a stricture in the esophagus due to the angle of view. The pt has been discharged from the hospital and is reportedly doing fine. The device referenced in this report was returned to olympus for eval. The eval did not detect any sharp edges on the distal end or on the insertion tube of the endoscope, however, there were minor cuts and scratches on the distal end cover and buckles on the insertion tube near the boot. The elevator raiser was found to be loose and lifting, and neither brush nor biopsy forceps could be passed through the distal end due to interference with the elevator raiser. The bending section cover glue was cracked and discolored. Additionally, there were minor peeling, scrapes and scratches on the insertion tube. This report is being submitted as an MDR in an abundance of caution.